Event description:
Crd_1003 - vantage ide study eu2753 - 199 (r754300001, r754301401). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. The patient had calcification extending beneath the aortic annular plane in the interventricular septum and sinus rhythm prior to procedure. During valve development, the patient had left bundle branch block a permeant pacemaker was implanted. The valve was successfully implanted with a depth of 3.8mm. It was also reported that the patient had access site bleeding during the procedure requiring a stent placement. The patient did not required a blood transfusion. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study eu2753 - 199 ((B)(4)). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. The patient had calcification extending beneath the aortic annular plane in the interventricular septum and sinus rhythm prior to procedure. During valve development, the patient had left bundle branch block. The valve was successfully implanted with a depth of 3.8mm. It was also reported that the patient had access site bleeding during the procedure requiring a stent placement. The patient did not required a blood transfusion. On (B)(6) 2023, a permeant pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of bleeding at the access site during a procedure was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed or caused damage at the access site could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined; however bleeding at the access site is a potential adverse event associated with the use of ftranscatheter bioprosthetic heart valves and their delivery systems. There is no indication of a product quality issue with regards to manufacture, design, or labeling.